Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 56 mg/dl and the meter bg reading was 577 mg/dl. Due to the inaccurate cgm reading, customer consumed food and subsequently, per bg meter, bg was 577 mg/dl. A 9-unit bolus was delivered to address bg. Pump system check was performed and pump was found to be functioning as intended. A root cause for the inaccurate sensor reading could not be determined.